Event description:
(B)(4). The patient was subjected to a revision surgery of hip implant. The patient received the prothesis about 7 year ago at (B)(6) hospital in (B)(6). Due to pain at the articulation and high level of cr-co in blood, it has been necessary to conduct a revision surgery at (B)(6) hospital. The surgeon replaced the metallic insert (lot 2331436) with a new one made of polyethylene (code 121928144 and lot 379511) ; it was substituted also the head (lot 2632506) with a new identical one (code 136528320 and lot 3398772).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the provided product/lot code combinations. No further event information or investigational inputs were made available to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The patient was subjected to a revision surgery of hip implant. The patient received the prothesis about 7 year ago at (B)(6) .due to pain at the articulation and high level of cr-co in blood, it has been necessary to conduct a revision surgery at (B)(6) . The surgeon replaced the metallic insert (lot 2331436) with a new one made of polyethylene (code 121928144 and lot 379511) ; it was substituted also the head (lot 2632506) with a new identical one (code 136528320 and lot 3398772). The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.